Event description:
During an atrial fibrillation procedure, a faradrive steerable sheath clear was selected for use. Air was noted inside the port and bubbles in the side port of the sheath. There were no bubbles inside the patient. The sheath was replaced, and the procedure was completed without any patient complications. The sheath is not expected to be returned due to disposal.